Event description:
Philips received a complaint by the customer on the v60 indicating that the feet were damaged. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the feet were damaged, and the device was unstable. The investigation is ongoing.

Manufacturer narrative:
H10: bench repair replaced the feet of the v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.